Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Visual, dimensional and functional analysis could not be performed as the device was not returned. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics.

Event description:
It was reported that during primary right hip surgery, it was realized that acetabular lining did not fit properly in the shell. Doctor then opened up a new liner and there were no delays in surgery.

Event description:
It was reported that during primary right hip surgery, it was realized that acetabular lining did not fit properly in the shell. Doctor then opened up a new liner and there were no delays in surgery.